Manufacturer narrative:
The customer did not provided the lot number. The customer was sold two lot numbers of these devices. The dhrs for both lots were reviewed. No issue was found that could have contributed to this event. The actual device involved was not returned and the complaint's event could not be verified. The cause of the event could not be determined without the device evaluation. Further info regarding the pt and this event has been requested unsuccessfully. If further significant info is received a follow-up report will be submitted.

Event description:
The customer reported a pt allergic reaction associated with the implantation of the mini tightrope repair kit. The customer has stated the implanted kit components would be removed from the pt but did not provided further info. This is the second of three similar issues reported by this customer. The customer stated two stress fractures were associated with these events but provided no description of the fractures or the device involved. This device is used for treatment.